Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The 90% stenosed, 2.75x22mm target lesion was located in the moderately tortuous and calcified left anterior descending artery. A 2.75 x 24 synergy drug-eluting stent was advanced to treat the lesion. However, it was noted that the delivery shaft of the stent got fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The 90% stenosed, 2.75x22mm target lesion was located in the moderately tortuous and calcified left anterior descending artery. A 2.75 x 24 synergy drug-eluting stent was advanced to treat the lesion. However, it was noted that the delivery shaft of the stent got fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. A visual and microscopic examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks and a hypotube break 177mm distal to the strain relief. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found damage. No other issues were identified during the product analysis.